Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pacing impedance of less than 100 ohms. The health care professional (hcp) then attempted capture testing but there was no capture until the outputs were increased to 7.5 volts. The patient reported dizziness and generally not feeling well which the hcp believed to be due to the loss of capture (loc). Additionally, the patient was symptomatic when lead impedance testing was done. A lead revision procedure was scheduled. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.